Event description:
It was reported that this right atrial (ra) lead has insulation failure as noted by the radiologist upon checking the chest x-ray films and wanted to know if patient can still have magnetic resonance imaging (MRI). Technical services (ts) discussed that the condition of no evidence of fractured lead or compromised pulse generator-lead integrity was not met so MRI is not recommended. Ts advised to follow up with device following clinic. To date, this lead remains in service. No adverse patient effects were reported.